Manufacturer narrative:
The reported event was confirmed. Evaluation found that the returned catheter had irregular balloon burst with missing piece. Sample was evaluated under microscope and no conditions found that could be associated with the reported event. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to thin sac present or blister ply (sac tearing) caused burst balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. "Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 15cc balloon: use 20cc sterile water 20cc balloon: use 25cc sterile water 30cc balloon: use 35cc sterile water 40cc balloon: use 45cc sterile water 75cc balloon: use 50cc sterile water do not exceeded recommended capacities." To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." Corrections: d, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the balloon on the foley catheter had been ruptured on 05nov2020. The patient had already replaced a catheter on 20oct2020 since patient had developed asymptomatic bacteria with secondary urosepsis and also mentioned that with frequent bladder irrigation indicated gross hematuria. Evaluation results: observed balloon ruptured with missing pieces. However, a pieces of missing pieces was not returned for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon on the foley catheter had been ruptured on (B)(6) 2020. The patient had already replaced a catheter on (B)(6) 2020 since patient had developed asymptomatic bacteria with secondary urosepsis and also mentioned that with frequent bladder irrigation indicated gross hematuria.